Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The first min/max value of the ventricular pace impedance was 784/816 ohms and this increased steadily over the duration of the record and the last min/max value was 1280/1344 ohms.

Event description:
It was reported that the lead had gradual impedance increases. 653 non-sustained tachycardias were recorded indicating noise sensing. Provocative tests revealed no oversensing. The company's technical services consultant noted that the impedance trend was not consistent with this model's typical failure pattern. The lead remains in use. No patient complications were reported as a result of this event.